Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that during an implant procedure, the physician nicked the dura which resulted to bleeding in the canal and csf leak. The leads were explanted and the dura was sewed. Antibiotics were also given. The patient was doing well post-operatively.